Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported device causing damage to another device appears to be related to unintended user error. In this case it is likely that the reported damage is due to spinning too close to the guide wire spring tip which is consistent with complaint details which state "the physician believes they spun too close to the distal viperwire as the tip of the viperwire was off the screen during treatments; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h6, h10 correction: d4 - catalog # h6: codes 4118, 3233, and 11 no longer apply. H10: the viperwire guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a peripheral orbital atherectomy device (oad) and .014 viperwire advance peripheral guide wire were used for treatment of severely calcified, non-tortuous, 90% stenosed lesion in left distal superficial artery (sfa) to popliteal artery through femoral artery access. The unspecified primary wire was exchanged with the viperwire. Treatment started on low speed, followed by two to three treatments on medium then three treatments on high speed. Balloon angioplasty using abbott surveil drug-coated balloon (dcb) was performed. Angiographic imaging post dcb angioplasty revealed viperwire fractured tip in the tibioperoneal (tp) trunk. The fracture occurred one cm from the marker, and approximately half of the radiopaque tip broke. The fractured component was successfully snared. The physician believes they spun too close to the distal viperwire as the tip of the viperwire was off the screen during treatments. The patient was stable. There was no oad crown jump or viperwire bias. No damage/issues prior to separation were observed. There was no difficulty wiring or delivering devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The viperwire guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a peripheral orbital atherectomy device (oad) and .014 viperwire advance peripheral guide wire were used for treatment of severely calcified, non-tortuous, 90% stenosed lesion in left distal superficial artery (sfa) to popliteal artery through femoral artery access. The unspecified primary wire was exchanged with the viperwire. Treatment started on low speed, followed by two to three treatments on medium then three treatments on high speed. Balloon angioplasty using abbott surveil drug-coated balloon (dcb) was performed. Angiographic imaging post dcb angioplasty revealed viperwire fractured tip in the tibioperoneal (tp) trunk. The facture occurred one cm from the marker, and approximately half of the radiopaque tip broke. The fractured component was successfully snared. The physician believes they spun too close to the distal viperwire as the tip of the viperwire was off the screen during treatments. The patient was stable. There was no oad crown jump or viperwire bias. No damage/issues prior to separation were observed. There was no difficulty wiring or delivering devices.